Event description:
The service tech at the dealer went to service the consumer's chair and allegedly discovered the charger was not charging the chair correctly and the charger was hot to the touch. No injury is alleged.

Manufacturer narrative:
A quote (B)(4) has been issued for a future RMA. The device has not been returned at this submission. Model tdxsp-mcg serial number (B)(4) is approximately 10 months old. User manual part number 1143190 rev j [nov-10] was issued with this device. It is unknown if the consumer has fully read and understands the users manual. The following warning is provided on page 11: "warning - do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as owner's manuals, service manuals or instruction sheets supplied with this product or optional equipment. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur. Procedures other than those described in this manual must be performed by a qualified technician." It is unknown if the batteries are being charged correctly causing the batteries to be incorrectly charged. It is unknown if the consumer follows the warnings on page 81: "warning - invacare strongly recommends that battery installation and battery replacement always be done by a qualified technician. The use of rubber gloves is recommended when working with batteries. After any adjustments, repair or service and before use, make sure all attaching hardware is tightened securely - otherwise injury or damage may result. The 22nf batteries weigh 37 pounds each. Gp24 batteries weigh 51 pounds each. Use proper lifting techniques (lift with your legs) to avoid injury. Always use a battery lifting strap when lifting a battery. It is the most convenient method and assures that the battery acid will not spill. Do not tip the batteries. Keep the batteries in an upright position. Never allow any of your tools and/or battery cable(s) to contact both battery post(s) at the same time. An electrical short may occur and serious personal injury or damage may occur. When tightening the clamps, always use a box wrench. Pliers will "round off" the nuts. Never wiggle the battery terminal(s)/post(s) when tightening. The battery may become damaged. The positive (+) red battery cable must connect to the positive (+) battery terminal(s)/post(s), otherwise serious damage will occur to the electrical system. Install protective caps on positive (+) and negative (-) battery terminals. Do not remove fuse or mounting hardware from positive (+) red battery cable mounting screw. Unless otherwise indicated, make sure power to the wheelchair is off before performing these procedures. After any adjustments, repair or service and before use, make sure all attaching hardware is tightened securely - otherwise injury or damage may occur."